Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set was confirmed; however, the root cause was not identified. The product returned for evaluation was one segment of digital video which depicted a safestep safety infusion set. The video depicted the valved y-site. During infusion in the video, small beads of red fluid were visible exiting the y-site around the blue valve septum. Leakage was observed in the video; however, inspection of the video was insufficient to identify the cause of the leak. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time.

Event description:
It was reported that the port needle had been insitu for about 3 days when the nurse noticed it started leaking when they were flushing through one side of the y set. The was no increase of resistance during flushing and the port is not blocked. The port needle set has one bonded needleless device and one where we have to attach a single needleless device. It was the bonded needleless device that was leaking. No harm was caused to the patient, the port needle was removed early due to the issue and a different needle inserted. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the port needle had been insitu for about 3 days when the nurse noticed it started leaking when they were flushing through one side of the y set. The was no increase of resistance during flushing and the port is not blocked. The port needle set has one bonded needleless device and one where we have to attach a single needleless device. It was the bonded needleless device that was leaking. No harm was caused to the patient, the port needle was removed early due to the issue and a different needle inserted. No other information provided, at this time.